Event description:
It was reported that at the lead implant, the hcp found the tip of the lead was bent. He changed to a new lead which was implanted. There was no pt injury.

Manufacturer narrative:
(B)(4). Analysis revealed that the distal end of the lead was bent.